Event description:
Customer called to report damage to the insulin pump. It was also reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose at the time of emergency room visit was above 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer stated that the insulin pump has a blank screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and scratched around casing.